Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the arm of the a2101 mayfield ultra base unit still moved when the cam lever was engaged. The pressure on the cam lever adjustment knob could not be adjusted as it was jammed. There was no known patient injury or surgery delay.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. Device identifier # (B)(4). The device was returned for evaluation. No device history record (DHR) review was possible as no lot or serial number was provided. The complaint confirmed from the evaluation of the device. The handle is out of adjustment. The shock cushion was worn from routine use. 6in transitional teeth are worn and needs to be replaced; shock cushion and 1/4in pin are worn. The adjustment wrench was missing, the observed condition was likely caused by wear and tear. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.